Event description:
During a percutaneous right stone removal, upon withdrawing the wire guide, the distal portion broke off in the patient. The separated portion of the wire guide was retrieved utilizing a stone removal basket. The patient is fine.